Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/1/2024.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur. The event of rupture was only discovered during lab analysis and could have occurred during packaging or transport. This event was not reported or confirmed by reporter.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation, rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: lump/nodule: unable to observe. Deformation: not observed because the device is ruptured. Cyst: unable to observe. Pain: unable to observe. As per the investigation procedure, observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side implant deformed due to capsule thickening, small fibroadenomas and ductal cysts seen on ultrasound with deformation and pain experienced by the patient. Device received in lab; deformation was not observed because the device is ruptured. Device has been explanted.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur. The event of rupture was only discovered during lab analysis and could have occurred during packaging or transport. This event was not reported or confirmed by reporter.